Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) ) displayed fault code 16 (timeout moving to take-up position) error message was confirmed during functional testing and archive data review. The probable root cause of the error message was due to the screw locking the drive train motor power cable connector to the motor controller connector was slightly loose. Tightening the locking screws and securely seating the connector was performed to address the issue. No physical damage was observed on the autopulse platform during visual inspection, but the drive shaft was exhibiting binding and resistance due to a sticky clutch. The impact of sticky clutch was not severe enough to make the platform non-functional. Deburring of the sticky clutch plate needs to be performed to remedy this issue and is unrelated to the reported complaint. During functional testing, the platform displayed fault code 16 as the it did not achieve the target depth for take-up within the specified time (~5 secs). Thus, confirming the reported complaint. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During patient use, the autopulse platform (sn 35737) displayed fault code16 (timeout moving to take-up position) error message and shut down. Crew was unable to clear error message by replacing the lifeband and immediately performed manual CPR. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.